Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/14/2020. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what color/product code cartridges were used? Does surgeon routinely wait 15 seconds prior to firing? Does the surgeon pulse fire or use one continuous firing stroke? Were any issues noted with device to include staple form? Can details be provided on technique used for gj and jj? How low was hemoglobin? How many units of blood were required? Was the site of bleeding identified? Is the customer alleging a deficiency with stapler that led to bleeding? If so, why? What is the current patient status? Blue reloads with seamguard to create the pouch. The surgeon does routinely wait ten to fifteen seconds. Pulse fire. No prior issues with the device. Gj-pouch is created with three blue 60mm reloads with seamguard, gj is hans sewn, jj-white with seamguard is used to fire across small bowel, white naked reload is used for side anastomosis for the jj, hand sewn closed. Not sure on volume of blood or hemoglobin. Bleeding site was guessed to be internally at the jj. This was one of four patient incidences shortly after changing to ethicon endocutters, so at the moment, our product is considered to be the only factor that has changed. Patient is doing well.

Event description:
It was reported that the doctor performed a gastric bypass on a patient on (B)(6) 2019, using a plee60a. Two days post-op, the patient had bloody stools that required blood transfusion and extended length of stay. This is all the information known/available regarding this event.

Manufacturer narrative:
Product complaint #(B)(4) . Date sent: (B)(6)2020. Additional information received: recent conversion from medtronic to ees in (B)(6)2019. -surgeons converted to manual echelon device -bariatric group doing about (B)(4) cases per year -docs transitioned to powered in november -bariatric coordinator reached out to rep recently that the doctors had three post-operative bleeds ¿ they had never seen this with medtronic or the manual staples -(B)(4) out of the (B)(4) they could not find the site of the bleeding and could not necessarily blame the stapler -the sleeve where tisseal and clip appliers were used required multiple blood transfusions ¿ surgeons could still not determine if these issues were related to the stapler -customer is questioning whether or not the post op bleeds could be associated with the stapler -procedures are being done robotically ¿ pa fires the staplers cartridge selection ¿ sleeves ¿ green, gold, blues ¿ (B)(4) or (B)(4) total firings ¿ using buttressing (gore seam guard) and tisseal ¿ intraabdominal bleeding -bypass ¿ blues for the pouch ¿ with buttressing ¿ jj they are using buttressing with white on one side ¿ naked white for the common channel -surgeons wait 10-15 seconds -mix of pulse firing or single firing -no staple malformation noted -when using medtronic in the past the surgeons were using purples for the pouch and tans for the jj and in sleeves ¿ black, purple tans.